Event description:
Customer's mother reported that the customer had a low blood glucose reading of 58 mg/dl while the insulin pump had alarmed for a high blood glucose of 272 mg/dl. She stated that they also received a sensor error alert. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.